Event description:
It was reported that during cine mode the system would not display an image. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board was replaced and the high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.